Event description:
It was reported by the aci sales professional that a pt underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed the vessel size to be approximately 6 mm. Following the procedure, the physician used the mynxgrip vascular closure device 6f/7f for femoral arterial closure. It was reported that the device had difficulty shutting down during deployment. Hemostasis was achieved with the mynx device. Allegedly, after the procedure, the pt developed a hematoma in the holding area. The physician performed an ultrasound on the pt after the procedure, and found an embolization. It was reported that the physician speculates the embolization was from the mynx sealant, but it's not confirmed. The pt was hospitalized and discharged home on (B)(6) 2012. It was also reported that the pt was not treated for the embolization. The pt was reported as asymptomatic.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.